Event description:
Device erosion through the stomach wall. Patient had no issues but routine egd revealed leads eroded. Patient had device removed 6.19 with no issues. The surgeon is going to allow the patient to heal for 6 weeks and will be replacing the device as the patient had significant improvement in gp symptoms with gastric stimulation.

Manufacturer narrative:
Explanted devices sent to pathology and subsequently disposed of onsite. No analysis possible. No further action to be taken.